Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient faced a kinked cannula due to which she experienced chest pains, vomiting, high blood glucose level (300-400's mg/dl), felt dehydrated and she was stressed. Therefore, she tried to treat herself by switching to her insulin pen, but she could not lower it down, so on (B)(6) 2022, at 22:00 hours, the patient was admitted to the hospital due diabetic ketoacidosis with blood glucose level ranging between 500's - 600's mg/dl. During hospitalization, she received intravenous insulin drip as corrective treatment. On (B)(6) 2022, the patient was released from the hospital. Currently, her blood glucose level was 262 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.